Event description:
A malfunction alarm was reported for a customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). As a corrective action, tandem technical support arranged to replace the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy. Additionally, the customer was instructed on how to store the pump correctly before returning it and agreed to send the defective pump back using a pre-paid label within 10 days.